Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient has "pain and physical limitations."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2008, the patient was presented with following pre-op diagnosis: lumbar stenosis at the l4-l5 and l5-s1 level, with intractable back pain and radicular leg pain. The patient underwent following procedures: right partial l4- l5 hemilaminectomy, removal of the l4-l5 and l5-s1 disks, placement of a 2-level interbody grafting at the l4-l5 and the l5-s1 level, with posterolateral facet screws and fusion of the facets at the l4-l5· and l5-s1 level to the right. As per the operative notes: ¿we then made sure we had good enough lateral exposure, so that surgeon retracted the dura medially and placed an interbody distraction into the l4-l5, using #8, 10, 12 to a 14. Surgeon likewise completed these steps at the l5-s1, dilating open the interspace, and interbody tangent graft filled with rhbmp-2 was placed at the ls-s1 and l4-l5 levels using fluoroscopic guidance. Surgeon then placed the rhbmp-2 and autograft along the facets at the l4-l5 and ls-s1 level to the right.¿ no intra-operative complications were reported.